Event description:
Revision completed due to stiffness and loose patella. The surgeon removed the patella and implanted a new one. Surgeon changed the tibial insert to a thinner one. The femur and tibial tray are well fixed and retained. There was a loosening of the patella at the bone to cement interface. Doi: unknown; dor: (B)(6) 2022; affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.